Event description:
It was reported that deflation issues occurred. The target lesion was located in the right coronary artery (rca). A 4.00 x 24mm synergy xd drug-eluting stent (des) was selected for treatment. However, during the procedure, the balloon on the synergy shaft would not completely deflate and got stuck in the non-boston scientific (bsc) guide catheter. The balloon was not fully deflated prior to removal. Subsequently, the stent, balloon, and non-bsc guide catheter were removed together as a single unit. The procedure was completed with no patient complications reported, and the patient was expected to make a full recovery.